Manufacturer narrative:
(B)(4). Additional information requested and received: what type of procedure was the device used in? - laparoscopic splenectomy. Was the device cut out or pulled out of the device? - pulled out. If cut out, how much tissue was resected (cm)? -na. Was there any damage to the tissue? If yes, how was this addressed? -not reported. How was the case completed? -unk.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? Was the device cut out or pulled out of the device? If cut out, how much tissue was resected (cm)? Was there any damage to the tissue? If yes, how was this addressed? How was the case completed?

Event description:
It was reported that during an unknown procedure, the jaw of the device could not open as expected after fired with the white reload. They used manual release lever, but failed. Different instruments were used to remove the tissue from the jaw. There were no adverse consequences for the patient reported.